Event description:
It was reported that via a merlin.net transmission, noise was observed. Patient will be brought into clinic for further testing. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.